Manufacturer narrative:
Device not yet received for evaluation. This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote.

Manufacturer narrative:
The DHR and 3shape review shows the design is to be within specification. Based on the investigation results and the information provided by the customer, no specific root cause can be determined. Per product history review, when fracture of an encode zirconia abutment is observed at or adjacent to the mating hex or boss, the root cause of the fracture is related to the design of the hex and boss connection features. When a fracture of an encode zirconia abutment is observed above the seating surface of the abutment, the root cause of the fracture may be related to the to the design of the screw access hole.

Manufacturer narrative:
(B)(4).

Event description:
The doctor reported that the zirconia abutment that was placed in tooth location #9 broke in the patient's mouth after placement in (B)(6) 2012.